Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the slider was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The gel stent was not received for analysis. The reported complaint of the xen glaucoma treatment system injector was not confirmed with the returned injector. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force = 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported slide froze in position and could not eject the xen®45 gts during the 1st attempt. Physician removed injector and was able to futzzed around with the injector. The device was successfully implanted into the unknown eye. Stent looks in great placement filtering with some blood (minor) in the ac. There was no other injury to the patient.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. (B)(4), lot number 62578. The event of hemorrhage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported slide froze in position and could not eject the xen®45 gts during the 1st attempt. Physician removed injector and was able to futzzed around with the injector. The device was successfully implanted into the unknown eye. Stent looks in great placement filtering with some blood (minor) in the ac. There was no other injury to the patient.